Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient sample on a cobas e 411 disk. The initial result was 45.48 miu/ml. The repeated results were 40.60 miu/ml and 188.8 miu/ml. The result of 188.8 miu/ml was believed to be correct. The results of 45.48 miu/ml and 40.60 miu/ml obtained from the primary tube, and the result of 188.8 miu/ml was obtained in a hitachi cup. The results were reported to the patient's physician, who requested the sample be repeated because she was expecting a much higher value. The reagent lot number is 51653903 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The alarm trace showed no alarms. The field service representative adjusted the probe, checked the voltage, and performed preventative maintenance. He replaced tubings, the measuring cell, and a cable. After service, no issues were reported by the customer. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.